Manufacturer narrative:
(B)(4) . Concomitant medical product: biomet arcom patella, cat#: 11-150826 lot#: 742950. Biomet I-beam tibial tray, cat#: 141224 lot#: 095830. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07031, 0001825034-2017-07032. Product was discarded.

Event description:
It was reported that the patient was revised to address polyethylene wear of the tibial bearing and patella. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.